Event description:
During a pediatric cardiac catheterization, the cook catheter tip broke in two places while in the femoral artery. The pieces were unable to be retrieved or removed by the interventional radiologists; however, they were able to move the pieces from the femoral artery to the inferior gluteral artery branch. The child has been stable following the procedure. (The sterilization date of the catheter had expired, and the unused catheter was re-sterilized by a reprocessor.